Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-04965. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred and post procedure a myocardial infarction (mi) occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 17mm. Direct stenting was not attempted. A 3.0x20mm liberte stent was implanted. A dissection was observed during the procedure. A 3.00x20mm liberte stent was implanted to treat the dissection. Residual stenosis was 0%. The procedure was technically successful. On the same day as the index procedure, a target vessel related mi occurred. A st elevation was observed on the EKG. The location of the mi was not identifiable. Repeat angiography was performed without re-intervention. No rise was observed in cardiac markers. At the time of the mi, the subject was taking aspirin and clopidogrel. The patient was discharged seven days after the index procedure with stable class 4 angina.